Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2014: dim, faded, discolored display and a damaged audio bolus button.

Manufacturer narrative:
Device evaluation: on investigation, the display screen was found to be dim, faded and discolored. Adjustment of the contrast settings did not resolve the display issue. The audio bolus button cover and internal plug were detached and missing from the pump with the internal contact exposed. There was no evidence of contamination of the button contact.